Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate antitachycardia pacing therapy and high voltage shock due to atrial fibrillation with rapid ventricular response. Programming changes will be made. Patient condition is stable.